Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).

Event description:
Received per from maquet cardiovascular in (B) (6) on 09/21/2009. The failure occurred with a hemopro device when trying to harvest the femoral vein during a coronary bypass. The hemopro thermostatic tip kept on cauterizing all the time, not only when activating with the power supply. The surgeon replaced the extension cable which had been sterilized around 6 times. Also, he replaced the power supply. Despite all this, the thermostatic tips did not work properly. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.